Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Images and medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. The (B)(6) year old male patient weighs (B)(6) kgs.